Event description:
Procedure: face/neck lift-liposuction of neck. The costasis was assembled with the air-assist tubing, and it was applied onto the pt under the skin flap in the face and lower in the neck where the liposuction was done. Light pressure was applied for 2 minutes. The pt was sutured. A dressing was applied post-operatively. Post-operatively in the recovery room, the pt's dressing was soaked with blood. The surgeon re-operated and said "there was a lot of hematoma/seroma under the skin flaps". "Every vessel was bleeding and there was no clot at all". "It was almost like it was hemolytic". He put drains in the pt. He said he checked the pt's pt/ptt clotting factors and they were normal.